Event description:
It was observed during the device evaluation that the subject device exhibited image anomalies and a watertightness failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: image anomalies and a watertightness failure based on the investigation results, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
Corrected fields: h6 (corrected investigation conclusion code). This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. The investigation determined that most likely, the cause was a component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.